Event description:
Additional information received reported the pump was replaced on 2013 (B)(6). The cause of the stall was unknown. The patient was doing well and the dose in the new pump was being titrated up.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard. Telemetry confirmed that alarm was due to a motor stall. The stall was constant. The patient did not have an MRI any time during the previous week, but after leaving an MRI facility, the pump stalled. The stall occurred on (B)(6) at 16:20 and did not recover. Two days later, at 16:20, a ¿stopped pump period may exceed tube set¿ message occurred. The device system contained fentanyl, clonidine, bupivacaine, compounded baclofen and dilaudid. It was later reported that the patient had an MRI on (B)(6) 2013 but couldn¿t deal with the MRI being closed. The patient was in the MRI for less than a few minutes. The patient had to reschedule so he could be sedated while in the MRI. The patient then went to the healthcare provider (hcp) to have him check the pump. A motor stall was not detected in the logs at this time. The patient had to wait 30 minutes to an hour. The clinic confirmed there were no stalls in the logs. At the clinic on (B)(6) 2013, the patient reported he felt like he was ¿starting some withdrawal symptoms¿. It was unknown what the symptoms were. This reporter indicated that the pump was checked on (B)(6) 2013 and two days later, the tube set message occurred. However, previously reported event logs refute these conflicting dates. It was unknown if the patient could hear the pump alarm. It was later reported that the patient experienced ¿classic withdrawal¿. As of (B)(6) 2013, the stall had not recovered. The cause of the stall was unknown. The pump was to be replaced and returned to the manufacturer for analysis. Additional information was requested but was not available at the time of this report.